Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the sheath packaging, the tip of the dilator appeared to be worn and frayed. The sheath was inspected closely, and the end of the dilator appeared frayed. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.